Event description:
New information states that the patient presented in operating room for lead extraction on (B)(6) 2017. The lead was not explanted due to difficulty to insert the stylet down the lead. The lead was capped and replaced. The patient was in a stable condition before, during and after the procedure.

Event description:
It was reported that the right ventricular lead exhibited externalized conductors which was confirmed on fluoroscopy. No electrical anomalies were noted. No patient symptoms were reported. No intervention was performed.